Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port blunt tip trocar (btt) inflation valve popped out. This occurred when filling the btt port; the black valve popped out and failed to maintain pressure in the balloon. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4)